Event description:
A physician attempted arteriotomy closure using the starclose device. The physician fired the clip and noticed pulsative bleeding. The physician massaged the site and hemostasis was achieved within twenty minutes.

Manufacturer narrative:
The returned device showed a pusher body to shaft nylon joint bond failure. Review of the device history record for this lot did not produce any findings relevant to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".